Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with a1 patient identifiers for the following systems: (B)(4) - customer¿s performa nano meter - system 1, serial number ¿ (B)(4). (B)(4) ¿ customer¿s sister¿s performa nano meter - system 2, serial number ¿ unknown.

Event description:
Customer reportedly received the following results on a performa nano meter, compared to a another performa nano meter, within 10 minutes: 92 mg/dl on customer¿s performa nano meter (system 1) and 220 mg/dl on her sister¿s performa nano meter (system 2). Different vials of test strips were used. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.